Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that eight days post the implant procedure, abnormal functioning of the atrial pacing lead was observed, and fluoroscopy indicated that the lead was pulled back with loss of slack. It was concluded that dislodgement of the lead had occurred. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.